Manufacturer narrative:
MDR retraction: the MDR with manufacturing report number 3003442380-2025-20041 was submitted on 11-feb-2026 with case ID (B)(4). Subsequently, it was identified that this MFR should not be associated with ID (B)(4). Therefore, a new MDR has been submitted with case ID (B)(4) as initial and final MDR with the manufacturing report number 3003442380-2026-00572, which should be considered the correct MFR for this case ID. Report being retracted: initial and final MDR (B)(4) with MFR 3003442380-2025-20041. Correct report to be considered: initial and final MDR (B)(4) with MFR 3003442380-2026-00572.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: complaint investigation results. A complaint investigation was conducted based on the event description and the assigned malfunction code steel cannula is found bent upon removal from infusion site - blockage. Additional information was requested to support the investigation; however, a lot number information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific lot number, a high-level investigation was conducted for the trusteel product family and the assigned malfunction. The investigation encompassed an corrective and preventive action (CAPA) plan search, assessment of complaint trends, and the review of risk management files. No systemic issues were identified. Please refer to the attached memo for full details: trustee occlusion enclosure 1: corrective and preventive action (CAPA) plan search results. Enclosure 2: maintenance results. Enclosure 3: raw data for complaint trending. Corrective and preventive action (CAPA) plan determination. Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Complaint investigation - conclusion due to the absence of a lot number and returned product, the investigation was limited to a high-level review of the trusteel product family, including an eqms search, complaint trending, and review of applicable risk management documentation. No evidence of a systemic issue was identified. No further action is required at this time, and the record will be closed with continued monitoring through routine tracking and trending. The record may be reassessed if additional information becomes available.

Event description:
Refrence number (B)(4). Event occurred in the united states. It was reported that the patient faced two hospitalization events due to bent cannula at the abdomen site. During these episodes, the patient developed dangerously high blood glucose and dka, which required treatment with intravenous fluids of saline and insulin, after which the condition resolved and the patient recovered. No further information available.